Manufacturer narrative:
The olympus endoscopy support specialist (ess) observed that the customer was reprocessing the scope with a different procedure than stated in the instruction manual. The customer was not performing the aspiration step following the brushing of the endoscope channels. Following the forceps elevator brushing, the customer was using scope buddy to flush the endoscope channels and medivators advantage to wash their scopes as well as high level disinfecting the scopes. The customer did inform the ess that the facility had a new scope buddy plus onsite to be installed that does have the ability to perform both the aspiration and flushing steps. The ess informed the customer that all manual cleaning steps must be performed on the scope even if the utilized automated endoscope reprocessor allowed the user to eliminate steps. Thee ess discussed and demonstrated the reprocessing steps from leakage testing through all of the required manual cleaning steps including the aspiration steps up to the flushing of the endoscope channels where the customer then uses scope buddy to flush the channels of the scope. The ess answered questions throughout the demonstration and asked attendees to return demonstrate the forceps elevator brushing and flushing. The ess emailed the attendance and completed ontrack forms to the sterile processing department manager. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by an olympus endoscopy support specialist (ess), during the reprocessing in-service, the evis exera ii duodenovideoscope was being reprocessed incorrectly. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause could not be identified. It was likely the user facility did not train reprocessing staff sufficiently on handling and reprocessing in accordance with the instructions for use (IFU). The instructions for use (IFU) provides the following guidelines: 1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. The reprocessing manual warns on insufficient reprocessing of the channels as follows: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. The reprocessing manual provides guidelines on the usage and cleaning method in ¿2.5 suction cleaning adapter (mh-856)¿.